Event description:
Any new information relating to manufacturer report #3007566237-2017-01363 will be reported under manufacturer report #3007566237-2017-01486.

Event description:
A consumer reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement procedure, the patient experienced several electric shocks when a plasma blade touched the patient's skin. The electric shocks did not stop as long as the plasma blade was in contact with the patient's body. An electrical ground was located on the patient's thigh and the surgical table had a hoop going form one side of the table to the other , near they patient's shoulders. The ins was located in the patient's chest. All of the electrical connections were checked during the procedure. No further patient complications were reported.